Event description:
B33895- unknown lot - 107" (272 cm) appx 8.7 ml, transfer set with dual check valve, microclave, luer lock from ICU medical failure. Methotrexate infusion backed into flush system instead of appropriately flowing from syringe to patient.